Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a raised rash under the lifevest. The patient's nurse adjusted the garment and began changing the patient's garment daily. Follow-up indicated that the rash improved.